Event description:
Healthcare professional reported a syringe of juvéderm® ultra xc had the ¿needle pop off 3 times during treatment¿ and the "top popped off" during injection." No information was provided on patient contact. No injuries were reported. The packaged needle was used.

Manufacturer narrative:
Device analysis: visual analysis of the device indicates 1.0 ml with 0.6 ml of gel remaining in it received with the needle still attached to syringe. No defect observed to syringe.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. Precautions: juvéderm® ultra plus xc is packaged for single-patient use. Do not resterilize. Do not use if package is opened or damaged. Failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use: health care professional instructions- if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported a syringe of juvéderm® ultra xc had the ¿needle pop off 3 times during treatment¿/"tops popped off".